Manufacturer narrative:
(B)(4). Device evaluated by MFR:  promus element mr ous 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent identified severe damage. The proximal end of the stent was bunched in a distal direction. The stent was moved in a distal direction exposing the balloon wall. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile from the manufacturing data was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the exposed balloon body indicating crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jul-2018. It was reported that crossing difficulties were encountered. A 4.00x20mm promus element ¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent identified severe damage.